Event description:
While harvesting graft from donor sight on thigh, the pneumatic tube on dermatome began hissing and then ruptured, causing a loud noise in operating room. Resulted in dermatome leaving a jagged edge of skin, poor quality. Left extra scar at site, jagged and deeper. Second dermatome used to finish procedure. This was a loaner pneumatic dermatome was sent to (B)(6) hospital on (B)(6) 2017. This loaner dermatome hose malfunctioned. It was removed from the operative field and a 2nd dermatome was employed. Pt sustained wounds from initial skin graft in addition to the wound from the 2nd successful skin graft.